Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator had a loss of graphic user interface (gui) communication. There is no reported patient involvement associated with this event. The customer reported that the alleged malfunction could not be duplicated.